Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. According to the report and call review, the patient felt unwell since the friday before the call and suspected a virus. On saturday, she began vomiting. At the onset of her symptoms, the egvs were reportedly okay. The patient did not check the bg. The egvs rose from a normal range to 200 mg/dl without eating. In response, she administered some insulin. An hour or two later, her egv reached 300 mg/dl. She did not check the bg. She removed her unspecified pump with concerns about the integrity of the insulin or a problem with the pump. After removing the pump, the patient self administered 7 units of insulin by pen. An unspecified time after that, the egv went higher to 386 mg/dl. She waited 2-3 hours and took another 9 units of insulin by pens. The patient continued to vomit into the next morning and suspected she had ketones, so the spouse called an ambulance. She was rushed to the hospital and by 0400, she was admitted with a glucose level of 600 mg/dl. The egv at that time was not documented. The hyperglycemia was treated with IV fluids and insulin. Of note, the patient had a stillborn pregnancy and labor was induced. The patient reported that the hyperglycemia may have been the result of intrauterine fetal demise. At the time of the report, the patient was still in the hospital 5 days after the event. An attempt by clinical ca to contact the patient by phone to clarify the details of the event was not successful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.